Event description:
1978 augmentation mammoplasty with silicone gel implants. 2 capsulotomies within a few months and finally after a third capsule formed one implant was replaced with smaller size. Pt thinks the lt side no more problems until recently with pain & change a shape on lt side. 6/18 changes noted on mammography 6/18 for replacement of implants.